Event description:
It was reported that the patient was having low voltage while on the mobile power unit (mpu). The log file captured low power hazard and power cable disconnect alarms on (B)(6) 2025 which was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. The mpu had a v-lock connector on the ac power cord. The cord did not come loose at the wall outlet or back of unit. The patient believed it was a possible brown out. The mpu was not exchanged or removed from service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section g3 PMA # correction. Section h6 medical device problem code correction. Section h5 and h8 corrections. Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the log files. The system controller event log file was reviewed, and timestamps spanned approximately 2 days (08:03:38 on 14may2025 to 10:00:43 on 16may2025). The log file captured low voltage hazard and power cable disconnect alarms due to a loss of ac power while connected to the mobile power unit (mpu) on (B)(6) 2025 from 04:28:32 to 04:28:35. The alarms resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the loss of external power and the pump function was not affected. There were no other remarkable events or alarms found within this log file. The pump maintained a speed within the expected range throughout the log files. The root cause of the reported event could not be determined during this investigation; however, the provided information indicated that that it may have been due to a power outage. The relevant sections of the device history records for the mobile power unit (mpu), serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power hazard alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.